Event description:
The customer reported that during a breast reduction procedure, a nurse felt burning while holding the insulated pencil cord after use on the pt. Upon visual inspection, the nurse noted a charred and blackened area on the cord. The surgeon examined the pt and found a 2nd degree burn on the pt's breast where the cord had been placed while the pencil was in use. The site reported that the pencil was always in a holster when not in use, without any pinching or folding of the cord. There were no defects of the cord noted at the time of setup or while in use during the procedure. The cord had been properly secured to the field with velcro. The burn was treated with bacitracin ointment. The site is not returning the pencil or generator for evaluation.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.